Event description:
It was reported that cadd-legacy pump fails accuracy +10.2% (over-delivery), during testing. No patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Found high pressure messages in the event history log. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Replaced expulsor assembly. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured in aug 2008, and is out of warranty. Therefore, no manufacturing DHR review is needed.